Manufacturer narrative:
The suspect device, a trupath biopsy needle, was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The lot number was not provided by the end user; therefore, the device manufacture date and expiration date cannot be determined. Product unavailable for analysis.

Event description:
It was reported to boston scientific corporation that during a biopsy procedure while using trupath biopsy devices, the devices were not locking and when they did lock they were deploying by themselves. There is no further information available regarding this event. There were no patient complications reported as a result of this event.